Event description:
It was reported that data could not be read upon interrogation of the pulse generator. Telemetry errors were noted upon attempts to reinterrogate. The device was replaced due to normal elective replacement indicator. It was noted that the patient was pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.